Event description:
It was reported that after a laparoscopic left salpingo oophorectomy, a colectomy reversal was being performed, due to a previous colostomy, due to diverticulitis. The doctor reported that the stapler was hard to fire, and possibly that the safety was still on when he fired the device. He also heard a loud crunch and it was hard to remove. The device was removed and a hole in the rectum had formed. The surgeon called another surgeon to join him, and it took an additional two hours to repair the rectum. The patient had to have an ileostomy instead of getting the colectomy reversal. Additional information received on 09/17/2009: a contour stapler was used to transect more rectum. Anastomosis was achieved during the second firing of an ecs29. The surgeon stated that the safety might not have been completely off during first firing, and he could not fire device. A female nurse completed the firing of device. A competitor's automatic purse string device was used for proximal end. During inspection using a sigmoidoscope, bubbles were noticed, and a temporary ileostomy was given as a precaution. During inspection of the donuts, it was noticed that the two distal ones contained mucosa only. Surgical partner was called in and inspected site using a sigmoidoscope. He noticed a recurrent bunched up mucosal layer. The patient was discharged and is doing fine. An ileostomy reversal will be scheduled. Additional information received on 9/30/2009: it appears that the reversal will be done at a later date. The physician informed the patient that it may take three surgeries to reconnect everything due to the healing process. Goal is two times, but it was not impossible to need a third time. It is unclear who actually fired the device.

Manufacturer narrative:
Date sent: 10/07/2009. Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. Conclusion code: device was not returned.